Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, cracked display window and a cracked case near the display window corners were noted during the visual inspection. All buttons functioned properly. No button error alarms were noted. However, corroded keypad traces were noted.

Event description:
Customer reported a button error alarm on the insulin pump. He stated that the insulin pump had been down his shirt and that it was hot outside. The blood glucose reading was 181 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.